Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer recovery feature caused the machine to shut down. A field service engineer replaced the power supply. Prior to replacement, the device would shut down randomly with a countdown timer after the drawers were closed. After the replacement, the device remained powered on after closing the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was shut down during drawer recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.